Event description:
Reported by customer medwatch regarding post op patient receiving bupivicaine epidural requiring frequent boluses for pain relief. Last bolus at 12:00 am. Given dilaudid 0.4mg IV (time not documented) with some relief, no untoward effect. At 0230, pca was started, order for 0.2mg dose per pca by patient. Patient immediately became unresponsive, respiratory rate 6, 02 sat. 85%. Narcan given x 2, increased 02 required. ECG negative. Returned to baseline, alert and oriented x3, b/p ok. A phone call was made to risk manager requesting additional information. She responded that additional information would be provided during planned customer advocacy visit scheduled for 8/23. As no additional information specific to this report was available during site visit, letter was sent to risk manager and assistant director of biomedical engineering requesting device be sent in for evaluation and asking for additional information including event specifics and device serial number. Assistant director of biomedical engineering will work with his team to obtain device(s).

Manufacturer narrative:
Patient information requested and all available information is included.